Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as onset, the patient was hospitalized for the event. The same day, the patient began treatment with an intraperitoneal (ip) injection of reflin 500 milligram (mg) once every four hours in each bag (duration not reported), ip injection of fortum 500 mg given once every four hours in each bag (duration not reported), injection of vancomycin 1 gram (gm) stat dose, (route of administration not reported) and injection of amikacin 100 mg stat dose, (route of administration not reported) for the event of peritonitis. At the time of this report the patient outcome was unknown. Dianeal therapies were ongoing. No additional information is available.